Event description:
It was reported that a patient had high impedance at an appointment in (B)(6) 2015 and was referred for full revision surgery. X-rays were also performed, but the results did not show any gross fractures or obvious cause for the high impedance. Trauma or manipulation were not suspected as the cause of the high impedance. The patient was mentally delayed, but he was not a twiddler. The patient had full revision surgery on (B)(6) 2015. The explanted generator and lead were discarded by the hospital.